Event description:
This is the second of two reports regarding the cusa excel console 110v ac with footswitch (cusaexcel) [same product, same serial number, same user facility, similar problem, different date of event]. This report is in regards to the (B)(6) 2012 incident. It was reported that the user knew about the testing and priming but the console "blinked" and turned off on its own. No alarm was set off during this problem. The product problem occurred just before surgery, during setup. The type of surgery was reported as a tumor resection. There was no pt contact or injury. The pt was prepped for surgery. There was a 10 minute delay in surgery. When the biomedical coordinator and the integra sales rep tried to reproduce the problem, they could not. The product was able to be restarted and it worked. Surgery went well with no negative outcome.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.